Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the esc button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he may have rolled over onto the device while sleeping. Blood glucose level at the time of the incident was 92 mg/dl. The customer reported that he was currently hospitalized due to pneumonia, and not anything diabetes-related. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.